Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea. The cause of the event was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, every 72 hours, intravenous, discontinued) and amikacin injection (100mg, once daily, intravenous, discontinued) for peritonitis. The pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital and has recovered from the events. No additional information is available.